Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of session records, the implantable cardiac monitor exhibited undersensing. The undersensing appeared to be due to poor electrode contact in the pocket post-implant. There were no patient symptoms reported during the episodes. The undersensing resolved itself as the pocket healed.